Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 2.5 inr. The corresponding lab result reported was 1.6 inr. The patient's doctor waited for the lab result and then kept the medications the same. The device was replaced and requested to be returned for evaluation.